Event description:
It was reported to philips that the device had a faulty ECG cable. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a faulty ECG cable customer wants a quote for the cable.